Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 4-dec-2019 and 18-jun-2020 showed the rv shock impedance trend curve with a base level between 55 and 80 ohms with several intermittent measurements greater than 150 ohms, until in the middle of march the impedance rose above 150 ohms and stayed there till the end of the recorded period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 83 months after the implantation the shock impedance was out of range (greater than 150 ohms).